Event description:
Case description: investigational result: name: novopen 4, batch number: mug9g63. The reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission following has been updated: investigation result updated, imdrf codes updated, narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Valid batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (83 years) is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: mug9g63. The reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized to lower the blood glucose. [Blood glucose increased] the plunger separated from the piston rod. [Device issue] case description: this serious spontaneous case from china was reported by a consumer as "hospitalized to lower the blood glucose.(blood glucose increased)" with an unspecified onset date, "the plunger separated from the piston rod.(device component detached)" with an unspecified onset date, and concerned a 83 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index(bmi) were not reported. Medical history was not provided. On an unknown date, the plunger separated from the piston rod with novopen 4 and the patient's relative said the needle was used for single use. The patient's relative mentioned that the patient was now hospitalized in endocrinology department to lower the blood glucose (blood glucose) (hospitalization details unspecified) batch number of novopen 4: mug9g63 action taken to novopen 4 was not reported. The outcome for the event "hospitalized to lower the blood glucose.(blood glucose increased)" was not reported. The outcome for the event "the plunger separated from the piston rod.(device component detached)" was not reported. Reporter comment: it was reported that the patient's relative was the user of novopen. The novopen 5 was new. No medication came out. The patient's relative was told that the medication would come out after exhausting the air repeatedly until the plunger leans against the piston rod. The nurse helped them and debug the product. The patient's relative received training on product knowledge.